Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset and advised to monitor pump, resume insulin after short pause.